Manufacturer narrative:
The medwatch had reported the device as a hamilton-g5. Further communication with the facility identified the device as a hamilton-galileo and the reported serial number was the internal asset tag identification, not the assigned serial number from the manufacturer.

Event description:
A medwatch report was received that stated the device was alarming and the patient "was not being ventilated at the time." The patient was "hand bag ventilated" while the device was disconnected from service. It was reported the device "then shut off completely". No patient harm was noted in the medwatch if additional information is obtained a follow-up report will be submitted.